Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon ruptured (atms unknown). The health care provider reported that the device was removed in its entirety, without difficulty, through the sheath. The hcp further reported that another pta balloon was used to complete the procedure. There was no reported consequences or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter identified the returned sample as an 10mm x 4cm balloon. The balloon appeared to have been previously inflated. Several kinks were noted along the length of the catheter. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. A segment of the balloon was sheared and partially separated from the rest of the balloon. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with resistance at the kinks. The balloon segment that was partially separated appeared to have originated due to a longitudinal balloon rupture. The longitudinal balloon rupture began 1.4cm from the distal tip and measured 4.5cm in length. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The investigation is confirmed for material separation, as a segment of the balloon was partially separated from the balloon. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.